Manufacturer narrative:
Received 1 used arcticgel pad only. Visual evaluation performed on the returned pad. It was noted that the foam was torn and separating from the tubing. Further evaluation noted that the clear tubing had been cut and the cut seemed to be clean cut as well as a transversal cut. No other defects were noted on the returned pad. No functional testing was performed due to the obvious condition of the returned device. No dimensional or tactile evaluations were performed since the defect was deemed to be caused by a sharp object (clean cut). The reported issue was confirmed with an unknown root cause. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the pads were placed on the patient, it was noticed that a slice/cut was in the tubing. The pads were replaced on the patient leading to an hour long delay in the patient's procedure.